Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
This (B)(6) male patient in the spiral-z post-market registry (11-015) had an unknown type endoleak 474 days post procedure. The patient was being treated for an aortic aneurysm with a maximum aortic aneurysm diameter of 40 mm. The proximal neck had an inverted funnel shape with no plaque/thrombus. The iliac arteries had mild tortuosity, moderate calcification, and severe occlusive disease bilaterally. On (B)(6) 2013, the patient received a cook main body device (tfb-26-74), a left iliac leg device (zsle-13-56-zt) and a right iliac leg device (zsle-13-74-zt). There was no difficulty deploying any of the components. A molding balloon was used but no details were provided regarding its use. No additional devices were used and no additional procedures were performed. At the conclusion of the procedure, the devices were patent with no external compression, flow limiting kinks, endoleaks, or thrombus. On (B)(6) 2013 (33 days post procedure), the patient was seen in follow-up. There had been no change in the size of the aneurysm. Devices were patent with no external compression, flow limiting kinks, thrombus, or migration. A type ii endoleak was noted. On (B)(6) 2015 (474 days post procedure), the patient was seen in follow-up. There had been no change in the size of the aneurysm. Devices were patent with no external compression, flow limiting kinks, thrombus, or migration. An unknown type endoleak was noted.

Manufacturer narrative:
This report is being submitted retrospectively per FDA request. All information for this event was previously submitted from (B)(6)2016-(B)(6)2017.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Evaluation: a review of the following: complaint history, device history record, documentation, instructions for use (IFU), manufacturer instructions, quality control, specifications and trends was conducted. No images were provided to assist with this investigation. Each zenith device is shipped with the IFU, listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. Included under patient selection are the aortic neck diameters and angulation criteria, anatomical elements and limitations that can affect endoleaks. Per the IFU "adverse events that may occur and/or require intervention include, but are not limited to: endoleak, endoprosthesis: improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; barb separation and corrosion." Additionally, the IFU states: "patient selection - key anatomical elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (>60 degrees for infrarenal neck to axis of aaa or >45 degrees for suprarenal neck relative to the immediate infrarenal neck); short proximal aortic neck (<15 mm); an inverted funnel shape (greater than 10% increase in diameter over 15 mm of proximal aortic neck length); and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. In the presence of anatomical limitations, a longer neck may be required to obtain adequate sealing and fixation. Irregular calcification and/or plaque may compromise the attachment and sealing at the fixation sites. Necks exhibiting these key anatomical elements may be more conducive to graft migration or endoleak. Molding balloon use - do not inflate the balloon in the vessel outside of the graft, as doing so may cause damage to the vessel. Use the balloon in accordance with its labeling. Use care in inflating the balloon within the graft in the presence of calcification, as excessive inflation may cause damage to the vessel. Additional surveillance and treatment - additional surveillance and possible treatment is recommended for: aneurysms with type I endoleak; aneurysms with type iii endoleak; aneurysm enlargement, =5 mm of maximum diameter (regardless of endoleak status); migration; inadequate seal length." According to the complaint information, the patient had an inverted funnel shaped proximal neck and iliac arteries with mild tortuosity, moderate calcification, and severe occlusive disease bilaterally. During deployment, a molding balloon was used. 33 days post-procedure, the patient showed a type ii endoleak. Although no imaging was returned, type ii endoleaks occur naturally due to patient anatomy, so it can be said that this endoleak was due to natural occurrences / patient anatomy. 474 days post-procedure, the patient showed an unknown endoleak with no signs of external compression, kinks, thrombus, or migration. It is possible that this endoleak is still the same type ii endoleak noted at day 33. However, it could also be a type I endoleak. A type I could occur in this situation due to the inverted funnel shaped proximal neck. The IFU states that "key anatomical elements that may affect successful exclusion of the aneurysm include ... An inverted funnel shape (greater than 10% increase in diameter over 15 mm of proximal aortic neck length) ... In the presence of anatomical limitations, a longer neck may be required to obtain adequate sealing and fixation ... Necks exhibiting these key anatomical elements may be more conducive to graft migration or endoleak." The unknown endoleak could also be a type iiib endoleak. The patient had tortuous and calcified anatomy in the iliac arteries, but this should not affect the main body in this complaint. However, it is possible that minor calcification wore down the graft material or pulled at suture holes. As the endoleak was found over a year after the implantation, it was most likely not due to holes or tears in the graft before or during implantation, but it has been seen in other events that suture holes grew due to aggressive ballooning or the presence of calcification. It is possible that the small suture holes grew in size over the years due to the already stated possibilities. Types iiia and IV endoleaks are not considered here due to there being no migration (present in iiia) and this event occurred more than a year post-implantation (IV resolves quickly). Although no imaging was returned, type ii endoleaks occur naturally due to patient anatomy, so it can be said that this endoleak was due to natural occurrences / patient anatomy. 474 days post-procedure, the patient showed an unknown endoleak with no signs of external compression, kinks, thrombus, or migration. It is possible that this endoleak is still the same type ii endoleak noted at day 33. It is also noted as possible for the endoleak to be a type I or a type iiib. Based on the available information. The type of endoleak and the root cause is unknown. We will continue to monitor for similar events. This report is required by the FDA under 21 crf part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device caused or contributed to: or is likely to cause or contribute to a death or serious injury if a malfunction occurred. H3 other text : blank fields on this form indicate the information is unknown, unavailable, or unchanged. Evaluation: a review of the following: complaint history, device history record, documentation, instructions for use (IFU), manufacturer instructions, quality control, specifications and trends was conducted. No images were provided to assist with this investigation. Each zenith device is shipped with the IFU, listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. Included under patient selection are the aortic neck diameters and angulation criteria, anatomical elements and limitations that can affect endoleaks. Per the IFU "adverse events that may occur and/or require intervention include, but are not limited to: endoleak, endoprosthesis: improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; barb separation and corrosion." Additionally, the IFU states: "patient selection - key anatomical elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (>60 degrees for infrarenal neck to axis of aaa or >45 degrees for suprarenal neck relative to the immediate infrarenal neck); short proximal aortic neck (<15 mm); an inverted funnel shape (greater than 10% increase in diameter over 15 mm of proximal aortic neck length); and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. In the presence of anatomical limitations, a longer neck may be required to obtain adequate sealing and fixation. Irregular calcification and/or plaque may compromise the attachment and sealing at the fixation sites. Necks exhibiting these key anatomical elements may be more conducive to graft migration or endoleak. Molding balloon use - do not inflate the balloon in the vessel outside of the graft, as doing so may cause damage to the vessel. Use the balloon in accordance with its labeling. Use care in inflating the balloon within the graft in the presence of calcification, as excessive inflation may cause damage to the vessel. Additional surveillance and treatment - additional surveillance and possible treatment is recommended for: aneurysms with type I endoleak; aneurysms with type iii endoleak; aneurysm enlargement, =5 mm of maximum diameter (regardless of endoleak status); migration; inadequate seal length." According to the complaint information, the patient had an inverted funnel shaped proximal neck and iliac arteries with mild tortuosity, moderate calcification, and severe occlusive disease bilaterally. During deployment, a molding balloon was used. 33 days post-procedure, the patient showed a type ii endoleak. Although no imaging was returned, type ii endoleaks occur naturally due to patient anatomy, so it can be said that this endoleak was due to natural occurrences / patient anatomy. 474 days post-procedure, the patient showed an unknown endoleak with no signs of external compression, kinks, thrombus, or migration. It is possible that this endoleak is still the same type ii endoleak noted at day 33. However, it could also be a type I endoleak. A type I could occur in this situation due to the inverted funnel shaped proximal neck. The IFU states that "key anatomical elements that may affect successful exclusion of the aneurysm include ... An inverted funnel shape (greater than 10% increase in diameter over 15 mm of proximal aortic neck length) ... In the presence of anatomical limitations, a longer neck may be required to obtain adequate sealing and fixation ... Necks exhibiting these key anatomical elements may be more conducive to graft migration or endoleak." The unknown endoleak could also be a type iiib endoleak. The patient had tortuous and calcified anatomy in the iliac arteries, but this should not affect the main body in this complaint. However, it is possible that minor calcification wore down the graft material or pulled at suture holes. As the endoleak was found over a year after the implantation, it was most likely not due to holes or tears in the graft before or during implantation, but it has been seen in other events that suture holes grew due to aggressive ballooning or the presence of calcification. It is possible that the small suture holes grew in size over the years due to the already stated possibilities. Types iiia and IV endoleaks are not considered here due to there being no migration (present in iiia) and this event occurred more than a year post-implantation (IV resolves quickly). Although no imaging was returned, type ii endoleaks occur naturally due to patient anatomy, so it can be said that this endoleak was due to natural occurrences / patient anatomy. 474 days post-procedure, the patient showed an unknown endoleak with no signs of external compression, kinks, thrombus, or migration. It is possible that this endoleak is still the same type ii endoleak noted at day 33. It is also noted as possible for the endoleak to be a type I or a type iiib. Based on the available information. The type of endoleak and the root cause is unknown. We will continue to monitor for similar events. This report is required by the FDA under 21 crf part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device caused or contributed to: or is likely to cause or contribute to a death or serious injury if a malfunction occurred.